Event description:
It was reported via the attached voluntary facility medwatch, that during a left superficial femoral artery treatment procedure, a balloon shaft fracture occurred. As stated on the user facility medwatch form, "balloon dilation catheter broke off in pt. Piece was not recovered. Pt post op recovery then back to room. Piece broken was identified and placement noted under fluoroscopy." It was further reported that the device was retrieved without incident and the pt status was listed as "ok". The device originally reported on the facility medwatch was incorrect and it was confirmed in follow up that the complaint device was the maverick otw balloon catheter.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).